Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during basal insulin delivery. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 369 mg/dl.